Event description:
The pump was received from the customer for a report of "broken, will not work" from a nursing unit. Customer biomedical engineering reported "the cassette could be inserted, but was very difficult to remove; locking mechanism seems not to be working." There were no reports of any pt event while the pump was in use. During MFR testing procedure, the pump was noted to be out of spec for delivery accuracy with an expected delivery amount of 20.2ml, the actual volume delivered measured 21.6ml. Device spec for this procedure requires actual delivery to be +/-0.8ml from expected.